Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet tear (00430u115). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4. Two clips were implanted without issue. To further reduce mr, a third clip was advanced to the mitral valve. During grasping, the leaflet would slip out of the clip and the leaflet tore. Mr returned to 4. The clip was not implanted and was removed. The patient decompensated and mitral valve replacement was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The reported patient effects of heart failure and tissue damage, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information provided the tissue damage is the result of the leaflet grasping failure. The reported heart failure is likely the result of the tissue damage. There is no indication of a product issue with respect to manufacture, design, or labeling.